Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s reported via phone call that they experienced hyperglycemia as well as hypoglycemia. The customer high blood glucose level was 450 mg/dl, 425 mg/dl, 750 mg/dl and 725 mg/dl and the low blood glucose level was 45 mg/dl and 47 mg/dl and the current blood glucose was 260 mg/dl. The customer was assisted with troubleshooting. The customer was treated with insulin pump for high blood glucose and glucose for low blood glucose. Customer had using insulin pump system within 48 hours of reported high blood glucose event. The customer was not using auto mode feature. Customer did not allege pump was over delivering. Customer reports programming was accurate. Customer states they were not worn during a medical procedure or test around magnetic resonance field. The device will not be returned for analysis.